Event description:
When the user scan the tests and keep getting a notice saying that this is not a valid diatrust test. The serial number is (B)(4) and another is (B)(4). The user asked the reason. Importer comments: this is a phenomenon that occurs because the serial number of the product and the application for activation are not synchronized. There is no error with the diagnosis of covid-19 but activation of the application through qr code is part of the product's functionality so that we assessed this is in criteria of 'malfunction' according to the 21cfr803.